Manufacturer narrative:
The investigation determined that a higher than expected vitros k+ patient result was obtained from the initial test event on a vitros 5600 system, compared to the expected result obtained from retesting the same sample on the same vitros 5600 system.the investigation was unable to determine a definitive assignable cause. Pre-analytical sample processing could not be ruled out as a contributing factor, as the customer is not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Based on historical quality control data and results of precision testing, there was no evidence to suggest a malfunction of the vitros 5600 integrated systems or the vitros k+ reagent.

Event description:
A customer observed a higher than expected vitros k+ result obtained from a single patient sample tested on a vitros 5600 integrated system compared to the expected result obtained from a retest of the same sample. Vitros k+ patient result of 4.13 mmol/l versus the expected result of 2.83 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if the event occurred undetected. The vitros k+ 4.13 mmol/l result was reported from the laboratory; however, a corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).